Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a red, burning, itchy rash under the therapy electrode pads. The patient's doctor prescribed her a cream. The patient reported that the rash had gotten better since removing the lifevest. Further follow-attempts were unsuccessful.